Event description:
It was reported to baxter that one (1) ce intermate lv100 device was observed leaking at the location of the luer lock. According to the customer, the device was filled with an unknown antibiotic. The technician attempted to prime the device when they noticed the leaking. The customer stated the fill port cap was secured. There was no patient involvement as this was observed during priming. No additional information is available. This is report 1 of 3 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter containing fluid in the reservoir. The reported condition of "leak" was confirmed due to cracks on the luer post. No other cause of leak was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.